Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-may-2018 the following findings: during investigation, the battery compartment was found to be cracked. It was also noted that the cartridge compartment was cracked. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a damaged cartridge compartment. This report is made based on results of investigation completed on 17-may-2018.